Event description:
It was reported that the pump module had an over infusion. 100ml of medication was programmed to run at 25ml/hr and verified by clinician. Pump alarmed complete 30 minutes after start of infusion. Rate on pump still showed 25 ml/hr but 100 ml had been administered. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Correction : date of event, additional information : describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module over infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.